Manufacturer narrative:
E1 initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the bottom of the ¿broken¿ effluent bag of a prismaflex m150 set. This occurred in the intensive care unit prior to use for continuous renal replacement therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10 h10: the device was received for evaluation. Visual inspection of the drain bag did not identify any abnormalities that could have contributed to the reported condition. An immersion leak test was performed, and a leak was observed near the stopcock. The bag is provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the bag damage was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.